Event description:
The customer reported a loss of fluoroscopic functionality. Further onsite investigation identified an "ma on in error" message in the error log. This error is likely to result in an un-commanded shut down. There is no report of a pt serious injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and found to require replacement. No conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.